Manufacturer narrative:
The pump was unable to prime during the prime test due to a cracked end cap. No alarm was noted on the pump. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported an aa33 alarm from the insulin pump. The customer reported the event happening during a set change. During troubleshooting the customer stated that the device's drive support cap was loose. The customer was then advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 184 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.